Event description:
It was reported that the patient went to the hospital with complaints of dizziness and pacemaker dependency. It was noted that the pacemaker appeared to not be capturing the heart. A revision procedure of the device was performed and it was determined that the right ventricular (rv) set screw was not tightened. The lead was disconnected from the device without using a wrench. An attempt to tighten the set screw with the wrench was unsuccessful. The physician was only able to release the set screw with the wrench. The rv lead measurements were acceptable; subsequently the physician decided to remove and replace the device. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found. However, it was noted that the set screw was loose/detached.